Event description:
According to the reporter: occurred during an intracardial lock-stitch suture under extracorporeal circulation procedure. Three sewing threads were cut off. The surgeon managed to finish the procedure with the same sewing threads.